Event description:
It was reported that it was difficult to remove the catheter; during the extraction of the balloon solution, which initially was filled with 10 ml and when the catheter is going to be removed, only 2-4 ml released. The catheter is installed in the operating room.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation was based on document review. Non-deflation could be occurred due to various reasons. However, on the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore, complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was difficult to remove the catheter; during the extraction of the balloon solution, which initially was filled with 10 ml and when the catheter is going to be removed, only 2-4 ml released. The catheter is installed in the operating room.